Event description:
On two separate occasions the flexlink/ultraflex transfer set 60 tubing came away from the leuk lock connector. No apparent reason observed as it had not been pulled. Disconnection of insulin infusion noted soon after tubing came away. No adverse effects to participant observed. No adverse event reported. A request was made for the return of the devices.

Event description:
On two separate occasions the flexlink/ultraflex transfer set 60 tubing came away from the luer lock connector. No apparent reason observed as it had not been pulled. Disconnection of insulin infusion noted soon after tubing came away. No adverse effects to participant observed. No adverse event reported. A request was made for the return of the devices.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.